Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that he woke up with a headache and realized when he shifted his head he could no longer feel stimulation on the left side. The patient stated that it still worked when he tilted his head. There were no falls, accidents or other medical procedures recently. The patient was directed to follow-up with his healthcare provider. Further information received from the patient reported that he went to the doctor¿s office for an x-ray and everything was still intact and there was no movement of the wires. The patient was instructed how to change the amplitude and to different groups but still was unable to feel the stimulation on the left side.